Event description:
It was reported that the hex driver did not engage.

Manufacturer narrative:
One zimmer short hex driver was returned for inspection. Visual inspection revealed wear about the body and engaging surface. The square head was also slightly worn, but functional. The product conforms to print specifications where measured against drawing red eco# 03-337 rev a. No related nonconformances were noted for this complaint after DHR review. Complaint history search using our complaint handling system revealed no additional complaints of this product's lot and category. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. The event is non-verifiable with the information provided. The root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.